Event description:
Report received of pump power loss due to inability of battery pack to charge up. A patient was receiving an infusion of d5 1/2 ns via an unspecified gemstar pump. A battery pack was newly received and charged up. The first two times it was used on the patient it worked fine. The third time it was used, it would only hold a charge for 30-60 minutes, even though the patient thought the pack had been charged up properly. The customer reported that no alarm sounded when the battery pack went dead. It is unknown to the customer when the patient noticed the problem. No patient harm was reported.